Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began last wednesday. Patient stated it felt like the recharger was burning them when charging the implant. Patient would also get a message that they couldn't find the controller and to put the controller closer to the device. Patient mentioned the first time they felt a hot charcoal in their back and they tried again and it still felt that way. During the call patient denied visible damages on the cord and plug. Patient denied burn marks. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
97755, sn (B)(6)was returned for product analysis. Analysis found a "poor recharge quality" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
[See general text for omitted information]